Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated the insulin pump had frozen display and was not working. Customer stated that the buttons of insulin pump was not responding. Customer stated that the time clock does not advance. Customer reported they were unable to clear the alarm. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Unit passed the displacement, rewind, seating/priming, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, self-test, and displacement accuracy test (dat) with 0.0872 inches. P-cap was attached and does lock into place properly. Unit passed the keypad voltage test and keypad was responsive. No frozen screen noted during testing. Pump was monitored for time/clock anomaly and found no anomalies and worked as expected. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully downloaded with thump for history files and trace files. No alarms noted during testing, however, it was found that pump error 63 (variable 15) 06/08/2022 22:50 pm esf#3926945 , line# 147, file# 2017 occurred on event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on force sensor pins and pcb 1. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover. E/a alarm is not confirmed and was not found on event date. Frozen screen is not confirmed and passed all required testing. Time/clock anomaly is not confirmed. Keypad unresponsiveness is not confirmed. Pump error 63 is confirmed due to hardware defect. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.